Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. It was noted that during the explant procedure, there was a missing contact on the scs paddle. The physician used x-ray imaging and confirmed that there was no visible contact that was left inside the patient. The explanted devices were disposed of by the facility. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: 19069331. Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI)#: (B)(4).